Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the first firing while performing pulmonary parenchyma resection on the upper right lobe during a thoracoscopic lobectomy, it seemed that the device could not fire. They used another device to complete the case. There was no patient injury.